Manufacturer narrative:
Devise passed the sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm during self test and confirmed in the pump history due to broken trace on keypad assembly. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received several pump error alarms. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.